Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the anastomosis of the bowel on a reversal laparoscopic ileostomy procedure, the surgeon fired the stapler and noticed the staple line was partially complete. There were completely open staples in part of the staple line. He also noticed that the reload was not seated properly on the white tab at the top of the stapler. A new device was used to complete the case. There was no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired 3.5mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the anastomosis of the bowel on a reversal laparoscopic ileostomy procedure, the surgeon fired the stapler and noticed the staple line was incomplete at the proximal end. There were completely open staples in part of the staple line, and only formed a b towards the distal end. He also noticed that the reload was not seated properly on the white tab at the top of the stapler. A new device was used to complete the case. No patient injury.